Event description:
It was reported the patient had problems seeing properly with the implanted multifocal lens. The patient's post operative refraction was good, however the surgeon decided to replace the lens with a higher diopter lens of the same model. The patient has no further complaints.

Manufacturer narrative:
A review of the manufacturing records was performed and met specifications. Visual inspection of the optic parts took place and no optical deviations could be found. A review of complaint records revealed that no similar complaints from this order number were received. A product deficiency was not identified. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.